Manufacturer narrative:
A review of the manufacturing records for the device(s) was unable to be conducted as the lot number(s) was not available; wherefore there is no device UDI. (B)(4). Patient medications include but are not limited to: aspirin, clonidine, colace, doxazosin, ferrous sulfate, furosedmide, levothyroxine, metoprolol tartrate, mycophenolate mofetil nifedical xl, nitroglycerin, omeprazole, plavix, prednisone, pravastatin, procto-med hc, vicodin, vitamin d3, xanax . According to the instructions for use (IFU) for the gore® dryseal flex introducer sheath; adverse events that may occur include, but are not limited to include: death.

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment of a type b thoracic aortic dissection which originated in the aortic arch (zone 2) and extended distally to the femoral artery. The patient was implanted with two conformable gore® tag® thoracic endoprostheses using a gore® dry seal flex introducer sheath (dsf2433). It was reported that the patient expired intraprocedure with the cause of death unknown, however a possible aortic rupture is suspected. No autopsy will be performed. There were no device or sheath reported difficulties during the procedure.